Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("pain during intercourse") and menorrhagia ("heavy menstrual periods"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, headache, dyspareunia and menorrhagia outcome was unknown. The reporter considered dyspareunia, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure coils properly placed incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/right sided pain'), bipolar disorder ('psychological or psychiatric problems condition: bipolar') and seizure ('seizure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one side was hard to get in, but wouldn't be a problem". The patient's medical history included fibromyalgia, endometriosis and obesity. Concomitant products included fluoxetine, naproxen sodium, oral contraceptive nos from (B)(6) 2015 to (B)(6) 2015 and zolpidem. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). In 2009, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced menorrhagia ("heavy menstrual periods/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In september 2015, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and nausea ("nausea"). The patient was treated with fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (lortab), lithium, sumatriptan and surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea had resolved and the bipolar disorder, seizure, headache, menorrhagia, vaginal haemorrhage, post-traumatic stress disorder, migraine, nausea, tooth disorder, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered bipolar disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, seizure, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure worsened a previously existing injury/condition: no current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Biopsy - on (B)(6) 2015: benign proliferative endometrium negative for hyperplasia or malignancy. Hysterosalpingogram - in june 2009: results: essure coils properly placed. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea, migraines, anxiety, seizures most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal), psychological or psychiatric problems condition: ptsd; bipolar, migraines, nausea, dental problems, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, right sided pain, weight gain were added. Outcome of pain, dyspareunia and dysmenorrhea were updated. Patient's medical history and concomitant medications were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.